Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012469379 was returned and analyzed. Visual inspection showed the catheter appeared intact; however, the spiral array was inverted. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The slide function was as expected, and the shape of the capture device was unremarkable with no atypical features. The catheter was connected to a test catheter interface cable (cic) without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks were observed along the extended portion, indicating proper functionality and alignment of the steering and slide mechanisms. The catheter was reprogrammed before connection to the generator via a test cic, and therapy deliveries were successfully performed. Hipot verification of the integrity of the electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. The xray imaging and confirmed the spiral array was inverted and there were entangled wires near the dual lumen area. In conclusion, the catheter did not pass returned product inspection due to an inverted array and entangled wires near the dual lumen area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation, the catheter appeared to be deformed via intracardiac echocardiography (ice) fo llowing some applications. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.